Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during placement of a xience v stent in the non-calcified proximal left anterior descending artery, a dissection occurred at the distal edge of the stent. The situation was resolved by covering the dissection with another xience v stent. No additional information was provided.